Event description:
It was reported that the ventilator was alarming for low tidal volume. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator was alarming for low tidal volume. The evaluation of the provided logs shows that the ventilator alarmed for paw high, check tubing, peep low, expiratory minute volume low, respiratory rate: high, vt insp. Overrange, air supply pressure: low and o2 concentration: high. Our field service engineer investigated the ventilator on site and could not reproduce any failures. A full calibration and functional tests was performed per factory specifications. The device was returned to customer and cleared for clinical use. No further issues have been reported. The reported issue could not be reproduced. Therefore, the root cause to the reported issue could not be established by this investigation.